Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope o-ring (toric joint) near the tip is missing. The issue occurred during a diagnostic laringoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.